Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Microscopic examination revealed the presence of surface abrasion on all pump tubing and on both cylinder exhaust tubing. No functional abnormalities were found with any of the returned components. The information received indicated that the patient experienced difficult inflation, and that the pump was not able to be pumped, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the pump could not inflate as it was too hard. The pump was not able to be pumped. The physician tried multiple times to inflate but could not. The device was revised.